Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a brown colored sticky substance on the probe cover was confirmed and determined to be supplier related. One probe cover was returned for investigation with a gel packet. The cover had not been unfolded from its manufactured state. An orange colored sticky residue was observed between the lower left corner of the packet and the probe cover. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint due to ¿brownish colored sticky substance in the probe covers¿ was confirmed. The visual inspection determined that gel pouch was opened on sealing part, causing gel output in order to determine cause of this as wrong sealing on gel pouch. Due to this the complaint is confirmed supplier related. The cause of this condition will be directed as supplier related. An incident report is performed to notify the supplier about this defect. A lot history review (lhr) of rebq1094 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a brownish colored sticky substance in with the probe covers.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq1094 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility had a brownish colored sticky substance in with the probe covers.